Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer's husband stated that the customer was hospitalized due to low blood glucose levels. The reported blood glucose reading was 24 mg/dl. The customer's husband stated that the customer has been having a lot of low blood glucose readings lately and that the doctor has adjusted the settings on the insulin pump, but the low blood glucose levels have persisted. Troubleshooting was performed and the programming and histories in the insulin pump were all accurate. The customer's husband stated that the insulin pump has been worn during an MRI exam. It was advised that the insulin pump should never be worn during an MRI exam. The insulin pump passed the displacement test. Nothing further was reported.